Event description:
"The pt was put down for the night and the parent left the room for approx 1 hour and 45 minutes. Pt was later found by family to be blue and cold. The family stated vent was not alarming". Pt expired in the emergency room at the hospital.